Event description:
Medics responded to a cardiac call, pt condition not reported. The pt arrested as the medics reached the hosp. A shock was delivered to the pt, then pacing was started. Reportedly, pacing would stop with no warning or alarms and had to be restarted numerous times. The device operator stated the therapy connector had to be held in to keep the pacing on. A back up device was made available and care to the pt was continued. The pt was not resuscitated. The reporter stated pt outcome was not due to device operation. The reporter's opinion was based on an assessment of the pt's viability.